Event description:
It was reported that during a tonsillectomy procedure using the evac 70 xtra, the wand exhibited deficient saline flow and then sparked. The procedure was completed using a back up evac 70 xtra, without further incident. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the unites states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.